Manufacturer narrative:
On (B)(6) 2018, haemonetics received a reported complaint for possible thermal decomposition of a subcomponent within the nexsys pcs device. It was reported that there were burn marks observed at the connector for a ribbon cable within the device. Haemonetics has scheduled a return of the nexsys pcs device to be evaluated and repaired by haemonetics depot repair services. As of the date of this report, the customer's device has not yet been returned to haemonetics for evaluation. A supplemental follow up report will be submitted when the device has been evaluated and additional information has been made available.

Event description:
On(B)(6) 2018, haemonetics received a reported incident from kedplasma llc regarding a nexsys pcs machine which had potential burn marks observed at the ribbon cable connector for the interconnect board. This was discovered during the installation of the device at the donation center. There was no donor involvement. No injuries were reported to the technician performing the installation activities.